Manufacturer narrative:
Cause was traced to design. Action plan is in place.

Event description:
Spent 15 minutes digging in my vagina to retrieve the tampon [foreign body in reproductive tract] . Uncomfortable -vagina [vulvovaginal discomfort]. String broke off the tampon [device breakage] . String broke off the tampon... Spent 15 minutes digging in my vagina to retrieve the tampon [complication of device removal] . Cause was traced to design [product design issue]. Case narrative: consumer reported via email that the string broke off the tampon. No serious injury was reported. Lot codes: 3130243045w 23:20 2, 3270243045w 01:29 2, 3280243045w 10:37 1.

Event description:
Spent 15 minutes digging in my vagina to retrieve the tampon [foreign body in reproductive tract] uncomfortable -vagina [vulvovaginal discomfort] string broke off the tampon [device breakage] string broke off the tampon... Spent 15 minutes digging in my vagina to retrieve the tampon [complication of device removal] case narrative: consumer reported via email that the string broke off the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Spent 15 minutes digging in my vagina to retrieve the tampon [foreign body in reproductive tract]. Uncomfortable -vagina [vulvovaginal discomfort]. String broke off the tampon [device breakage]. String broke off the tampon... Spent 15 minutes digging in my vagina to retrieve the tampon [complication of device removal]. Case narrative: consumer reported via email that the string broke off the tampon. No serious injury was reported. Lot codes: 3130243045w 23:20 2, 3270243045w 01:29 2, 3280243045w 10:37 1.

Manufacturer narrative:
Product investigation is in progress.